Event description:
It was reported that the patient was taken to the emergency room (ER) due to low blood glucose (bg) levels of 70 mg/dl, feeling sleepy and losing consciousness, while wearing the pod on the arm between 4 and 24 hours. No information was provided on the type of event given at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.